Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the reported problem. The fse also verified the part recognition during a software upgrade. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the guided tool change was delivering instruments to the wrong location. Troubleshooting revealed that the issue occurred only on one specific manipulator, universal surgical manipulator (usm) 3, and that the wrist of the instrument was straight when the instruments were removed. A request was made for a follow-up to verify and calibrate the system. The procedure was being completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a davinci cholecystectomy. There was no injury to the patient. There are no photos available. The green highlight indicating the angle of attack for the instrument being inserted via guided tool change did not reflect the angle of approach of the instrument as it was inserted. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse could not replicate the reported failure by the customer and the system logs did not show any possible failure related with customer complaint. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.